Manufacturer narrative:
The insulin pump had an intermittent response due to flattened buttons dome switch. No unexpected numbers ramping/scrolling during testing. The insulin pump had minor scratches on lcd window, cracked case on display window corner, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker.

Event description:
It was reported via phone call that the insulin pump had scrolling numbers on the screen. The customer states they were delivering a bolus when the numbers began to scroll. The customer disconnected from the pump and gave himself a manual injection. The blood glucose level at the time was 82 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.